Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was at a depth of 3 mm at 80% deployment. As the valve was fully released, it dislodged in the aortic direction and obstructed the left main coronary artery. A stent was placed to open the blood vessel and restore blood flow while several attempts were made to resuscitate the patient. The patient left the procedure intubated and on circulatory support. Approximately 4 days later, the patient no longer required circulatory support or intubation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the lower third of the pigtail catheter. After valve d islodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were approximately 3 millimeter's (mm). Additionally, a non-medtronic guidewire was used during the procedure.